Event description:
It was reported that the right atrial lead dislodged. The lead was removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Event summary: (B)(4) the full lead was returned in segments and analysis found no anomalies. However, the distal electrode was covered in blood. The outer insulation had a cosmetic depression and a white substance on it. The inner insulation and inner tubing were kinked/buckled. The distal conductor was stretched due to overstress. The proximal conductor was stretched due to overstress and was cut. Visual analysis noted that the lead was stretched and had apparent explant damage.